Event description:
The patient's husband called in to report the patient applied the v-go on the patient's arm yesterday at 12:30pm and this morning the start button had popped up. He was not certain if the needle release button had been pushed.